Event description:
As reported, the balloon of a saber rx 5mm30cm 155 percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 6atm. An unknown new balloon catheter was used to complete the procedure. There was no injury reported to the patient. Two saber pta catheters were previously used in the procedure on the lesion in the superficial femoral artery. Additional information was requested but not available. The device will not be returned as it was previously discarded.

Manufacturer narrative:
As reported, the balloon of a saber rx 155 percutaneous transluminal angioplasty (pta) balloon catheter ruptured at six atm. An unknown new balloon catheter was used to complete the procedure. There was no injury reported to the patient. Two saber pta catheters were previously used in the procedure on the lesion in the superficial femoral artery. Additional information was requested but not available. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot 82221002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown and procedural factors likely contributed to the reported event. However, with the limited amount of information available regarding lesion characteristics and without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.